Event description:
During a procedure, the bravo capsule for ph monitoring did not attach/deploy correctly. A second device attached and delployed without difficulty. The area was assessed and no bleeding was noted.